Event description:
Device issue: none. Adverse event: possible thrombosis/death. Onset of adverse event: within one month of stent deployment. It was reported that approximately early to (B) (6), a vision stent was deployed in the circumflex lesion to treat an acute myocardial infarct (ami) patient. Then on (B) (6) 2010, a xience v 3.5 x 28 mm stent was deployed in the proximal left anterior descending artery and dual antiplatelet therapy (dapt) was performed (aspirin, plavix, warfarin). After deployment of the xience v, ivus was performed and the stent was expanded well with no issue noted. On (B) (6) 2010, the patient was admitted to the hospital with cardiopulmonary arrest (CPAP) and he was treated by the physician, but later died. At this point, the physician commented that there is a possibility that the thrombosis had occurred in the vision or the xience stents. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). There was no reported product deficiency. Cardiac arrest, thrombosis, and death are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 4.0 x 23 mm multi-link rx vision (part 1007844-23j, lot 9032541), indicated is being filed under a separate MFR#.